Event description:
The pt was implanted with herniamesh t-sling. Later the pt experienced erosion and dyspareunia. A revision of the trans-obturator tape was performed. After the tape was removed, no evidence of any erosion of the vagina was noted.